Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, it was reported that the patient experienced pain, prosthesis wear, instability and loosening in their left knee. No medical or surgical intervention was reported as a result of this event. No further information available.